Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred with multiple cartridges after the user filled the cartridge with 225 units of water during the load sequence, causing the customer to experience a "high" blood glucose (bg) level (exact value unknown). The customer administered a manual correction injection to address bg. A new cartridge was loaded to resolve the minimum fill issue.